Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced the black screen and smart remote manager kept beeping. A field service engineer (fse) disconnected the auxiliary from the circuit and powered the station. The fse identified the problem as being related to the auxiliary drawer half height 4.2, found that both the drawer board and the retractor band were defective. The customer successfully recovered, logged in, and verified the inventory of medicines, confirming that the auxiliary half heights 4.1 and 4.2 were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station experienced the black screen and smart remote manager kept beeping. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.